Manufacturer narrative:
An internal biomérieux investigation was performed for a customer in the united states due to a report of false resistant oxacillin (ox) results for two patient strains of staphylococcus aureus associated with the vitek® 2 ast-gp67 card, lot 1320899103. The customer did not submit these strains for investigation. Strain 190220049mm gp 67 lot 1320899103 oxacillin mic=1 and 0.5, both susceptible kb cefoxitin disc = 30mm and 28 mm pbp2a negative strain 190240130mm gp67 lot 1320899103 oxacillin mic>=4 kb cefoxitin disc = 26mm pbp2a negative submittal of the isolate strains is required in order to confirm a vitek 2 discrepancy compared to the reference method. Ast-gp75 card lot 1320899103 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in the united states notified biomérieux of (B)(6) results for (B)(6) against staphylococcus aureus when performing antibiotic susceptibility testing for two different patient strains using the vitek® 2 ast-gp67 test kit (reference 22226), lot 1320899103. Strain ID (B)(6): on (B)(6) 2019: vitek® 2 gp-ID card (lot 2420914403): staphylococcus aureus, 94% probability. On (B)(6) 2019: vitek 2 ast-gp67 card (lot 1320899103): (B)(6), cefoxitin screen - negative. On (B)(6) 2019: alternate test method: pbp2a - negative. On (B)(6) 2019: alternate test method disk diffusion: kirby bauer cefoxitin, 30 mm (susceptible). Strain ID (B)(6): on (B)(6) 2019: vitek 2 gp-ID card (lot 2420914403): staphylococcus aureus, 95% probability. On (B)(6) 2019: vitek 2 ast-gp67 card (lot 1320899103): (B)(6), cefoxitin screen -negative. On (B)(6) 2019: alternate test method disk diffusion: kirby bauer cefoxitin, 28 mm (susceptible). Strain ID (B)(6): expected strain ID: staphylococcus aureus on (B)(6) 2019: initial vitek 2 ast-gp67 card (lot 1320899103): (B)(6) - minimum inhibitory concentration (B)(6), cefoxitin screen - negative, (susceptible) modified by the advanced expert system (aes) to "positive" (resistant) based on the (B)(6) result. On (B)(6) 2019: repeat vitek 2 ast-gp67 card (lot 1320899103): (B)(6) - minimum inhibitory concentration (B)(6), cefoxitin screen - negative, (susceptible) modified by the advanced expert system (aes) to "positive" (resistant) based on the (B)(6) result. On (B)(6) 2019: alternate test method disk diffusion: kirby bauer cefoxitin, 26 mm (susceptible). Strain ID (B)(6): expected strain ID: staphylococcus aureus. On (B)(6) 2019: initial vitek 2 ast-gp67 card (lot 1320899103): (B)(6) - minimum inhibitory concentration (B)(6), cefoxitin screen - negative, (susceptible) modified by the advanced expert system (aes) to "positive" (resistant) based on the (B)(6) result. Alternate test method: pbp2a - negative. On (B)(6) 2019: repeat vitek 2 ast-gp67 card (lot 1320899103): (B)(6) - minimum inhibitory concentration (B)(6), cefoxitin screen -negative, (susceptible) modified by the advanced expert system (aes) to "positive" (resistant) based on the (B)(6) result. On (B)(6) 2019: alternate test method disk diffusion: kirby bauer cefoxitin, 26 mm (susceptible). No patient information was provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. An internal biomérieux investigation has been initiated. According to biomérieux standard operating procedure (B)(4) the following is applicable: a (B)(6) result could have a negative influence on the treatment decision as the drug may be chosen for therapy. This event has been reviewed for vigilance reporting in accordance with 21 cfr 803, concerning medical device reporting. This review has determined that this event meets the criteria for reporting as a malfunction. The MDR guidance, section 2.15 of the FDA guidance "medical device reporting for manufacturers, issued november 8, 2016," establishes that once a malfunction has caused or contributed to a death or serious injury, a presumption that the malfunction is likely to cause or contribute to a death or serious injury has been established. Based upon our MDR review and analysis of the vitek 2 MDR submissions for product code lon (vitek 2 ast gram-positive, gram-negative and streptococcus test kits), biomérieux has reported a serious injury event within the past two years for the organism and drug combination associated with pr 1557740. Although this event does not allege that death or serious injury actually occurred due to the discrepant results, it has been determined that there is potential for serious injury should the situation recur. Therefore, this specific false resistant event will be reported as a malfunction. Note: complaint referencing (B)(4).